Manufacturer narrative:
The affected device was returned for investigation. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there have been multiple incidents approx 5 per week of cmac video laryngoscopes failing mid intubation. They appear to be working and the light shines but the image on the screen suddenly goes dark for a variable prod of time and without any identifiable reason. Unexpected deterioration in a patient is reported, further information is requested.